Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer stated that he had a low reservoir and he did not change it on time. Customer also stated that their blood glucose readings went up to 470 mg/dl and was treated with a shot. Customer was able to bring his blood glucose readings down to 388 mg/dl. Customer also mentioned that they had an x-ray done with the insulin pump on. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement and motor tests. No motor error alarms or displacement anomalies were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.